Manufacturer narrative:
The affected pcb and the failure description were available for the investigation. An initial visual inspection revealed no external visible damage of electronic components. The pcb was examined in the laboratory and the failure could be reproduced. A savina test device with the affected main pcb could not be started and a high priority buzzer alarm occurred instead. Since the logbook analysis showed no entries for an electrical device failure it can be concluded that device performed a warm start in order to try and resolve a hardware problem detected on the main pcb. During the warm start, the device generates an alarm and the emergency-breathing valve opens allowing for spontaneous breathing, however, manual ventilation with an alternate device may be necessary. As the root cause for the detected problem was a hardware component failure the device was unable to restore and generated an alarm. The device reacted as specified to a detected hardware failure by posting an alarm.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow-up report.

Event description:
The device unexpectedly shutdown with alarm while in use. The user was unable to turn on the device. There was no injury reported.